Event description:
A customer contacted beckman coulter (bec) to report that a few drops of diluent had leaked from a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak. Fse found that the sample line tubing from the mixing chamber to the bottom of the flow cell had a small pinhole. Fse replaced the sample line tubing which resolved the leak. The cause of the leak is attributed to a pinhole in the sample line tubing from the mixing chamber. (B)(4).